Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the keyboard not working no patient involvement reported.

Manufacturer narrative:
The field service engineer replaced the keypad overlay and this issue has been resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is /is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.